Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-00242. It was reported that the patient was experiencing nausea, dizziness, and headaches after being implanted. It was noted that the system was reprogrammed multiple times. The system was turned off for a few months while the patient¿s symptoms were address. As result, a new ipg was connected to the patient's existing scs penta lead to resolve the issue. The drg leads were left implanted but not connected to an ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.